Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint product was evaluated and the reported event was confirmed. A defect in the cannula was identified. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusion or information a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported after the cement mixing process the bag would not drain. Surgery was completed with another batch causing a delay of 10 minutes. No further information has been made available at this time.